Event description:
The pt reported experiencing e4 (occlusion) errors once per week for the past 2-3 months during basal and bolus delivery. The pt experienced elevated blood glucose of over 300 mg/dl as a result. The pt changed the infusion set and bolused through the infusion device to lower blood glucose readings. The pt's normal blood glucose level is 130 mg/dl. No further information is available. The pt did not require medical assistance form a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.